Manufacturer narrative:
Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol ventrio st. Ni/ni/ni: the patient had unspecified injuries. The patient is only making a claim for an adverse patient outcome against the ventrio st. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol ventrio st. Ni/ni/ni: the patient had unspecified injuries. The patient is only making a claim for an adverse patient outcome against the ventrio st. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with ventral hernia thereby underwent open repair with the implant of ventrio st mesh (device #1). Per operative notes, ¿there was a small ventral line defect superior to the umbilicus. The hernia sac was entered and then freed from the underside. An underlay technique was used with ventrio st mesh (device #1) that was secured with several sutures that were placed to the upper apron of the mesh.¿ (B)(6) 2014 - patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic repair with the implant of ventralight st using echo ps (device #2). Per operative notes, ¿there were some omental adhesions, which were taken down. The previously placed mesh (device #1) was identified. It appeared that the mesh had torn away creating the defect. Then a ventralight st using echo ps (device #2) was placed to the underside of the abdominal wall using tacks.¿ (B)(6) 2015 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the implant of bard soft mesh (device #3). Per operative notes, ¿the sac was mobilized. Then a bard soft mesh (device #3) was placed in the pocket. It was fixed to the pubic tubercle inferiorly and xiphoid process superiorly using sutures.¿ (note: there was no visualization/mention of ventrio st mesh (device #1) and ventralight st using echo ps (device #2). Attorney alleged that the patient had pain, hernia recurrence and mesh had torn away creating a defect superiorly.

Manufacturer narrative:
At this time no conclusions can be made. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 4 months post implant of ventrio st, patient was diagnosed with hernia recurrence, adhesions and mesh deformation. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-jul-2013) is considered to be a best estimate. This supplemental emdr represents the ventrio st (device #1). An additional emdr was submitted to represent the ventralight st w/ echo (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.